Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call air bubbles anomaly on the insulin pump. Troubleshooting for air bubbles anomaly was performed. Customer advised there were air bubbles in 4 or 5 different reservoirs in a one month span. Customer was advised that replacement reservoirs will be sent out.